Event description:
It was reported by service report that the cot had a cracked outer base tube weldment. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results: outer base tube weldment.